Event description:
This customer reported a failure to discharge via defib pads. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via defib pads. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.